Manufacturer narrative:
Findings: motor error alarm during rewind due to jammed motor gear box. Unable to perform the displacement test due to constant motor error alarm during rewind. Pump received with cracked reservoir tube and broken reservoir tube lip. (B)(4).

Event description:
A customer reported via phone call indicating that their insulin pump alarmed motor error. The customer's blood glucose level was 174 mg/dl at the time of the incident. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.